Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and checked for battery performance issues and all calibration and functionality tests passed. The stm noted that the batteries were not due for replacement for a few months but during the battery runtime test, the battery in bay 1 failed to meet the minimum runtime and the battery in bay 2 barely met the minimum runtime. The stm ordered replacement batteries then returned at a later date to install the batteries and verified that they were charging. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the one of the two batteries for the cardiosave intra-aortic balloon pump (iabp) only lasts a short period of time before a "low battery" message is generated. The customer has requested to have the battery performance tested. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.